Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The iliac arteries were short with moderate plaque and were stenotic bilaterally. The right measured 2.4 cm and the left 2.7 cm. The right hypogastric artery was also stenotic. The aortic bifurcation was 31 mm in diameter. It was reported that the plaque may have shifted covering the left hypo after the stent graft was implanted. After the endurant 162082 was placed it is possible plaque shifted again but also may have some fabric into external iliac. No intervention was performed. The patient was discharged the next day. No clinical sequelae were reported and the patient is fine. Review of 2 still angio images of the right iliac showed that after implanting the iliac limb there was no flow into the right internal iliac. It could not be confirmed if the stent graft had covered the internal or if the internal occluded due to dislodged plaque.

Manufacturer narrative:
(B)(4). Evaluation, method: (film); evaluation, results: inherent risk of procedure (vessel occlusion), patient¿s condition affected effectiveness of device (anatomy related; the iliac arteries were short with moderate plaque and were stenotic bilaterally); evaluation, conclusion: known inherent risk of procedure (vessel occlusion), 50 device failure related to patient condition (anatomy related; the iliac arteries were short with moderate plaque and were stenotic bilaterally).